Event description:
Veterinary event: facility contact reported the small battery drive 14.4v battery is not working. Fully charged battery was removed from the charger and inserted into the drill. After the drill was used for 1 or 2 screws, battery no longer had enough charge to finish drilling holes for the implant. Another drill was used to complete the procedure. A surgical delay was reported, was greater than 14 minutes but less than 30 minutes. There was no human involvement. Being returned to be tested because the battery is less than a year old. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. An investigation was completed: the customer's complaint that the ((B)(4)) small battery drive 14.4v does not hold charge could not be confirmed. The device was tested and passed all operational specifications. The device has been returned to the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4): subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.device is an instrument and is not implanted/explanted.unknown date in (B)(6) 2014.(B)(4). No patient information will be reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is unknownif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.